Manufacturer narrative:
Initial and final MDR 1926546- MDR 3003442380-2024- 17909- device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 4 infusion sets fell off on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. Infusion sets were used for 1 to 3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.